Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump became frozen on the homepage screen. The customer reverted to manual injections for insulin therapy. The customer¿s blood glucose was 132mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.